Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The cable between the data acquisition board and the sensor interface board was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was unable to ventilate in pressure mode. There was no report of patient injury.